Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, resistance was felt when introducing the device into the patient. A breaking noise was heard, and the sheath broke within the patient. The image showed a white line. The device had to be withdrawn from the patient but it was noted that "a thread is hanging". The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the complaint device revealed that the sheath and the dilator were both bent in several locations. It was also noted that the sheath presents whitened marks caused by stress at kinked areas. The sheath was also torn from the hub. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, resistance was felt when introducing the device into the patient. A breaking noise was heard, and the sheath broke within the patient. The image showed a white line. The device had to be withdrawn from the patient but it was noted that "a thread is hanging". The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.